Event description:
Synthes europe reported an event in (B)(6) as follows: during surgery, a variable angle-locking compression plate (va-lcp) was used to treat a distal radius fracture. When fixing at proximal region during, the surgeon had difficulty inserting an unknown 2.4mm locking screw because drill guide could not be attached to the va-lcp plate shaft hole firmly. There was a 20-minute surgical delay due to the reported issue. There was no report of patient harm. This report is for one unknown 2.4mm locking screw. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for one unknown 2.4mm locking screw. Part and lot numbers were not provided by reporter. It is unknown if the reported screw was successfully implanted or if another screw was used. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.